Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced hyperglycemia an unspecified time after the pairing failed. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The patient experienced extreme thirst, tiredness and frequent urination. The patient has not able to check any bg readings and the cgm was not working as her transmitter failed to pair to the display device. The patient self-treated with (B)(4) of fast-acting insulin and (B)(4) of long-acting insulin but she was still experiencing symptoms. An ambulance was called and she was taken to the hospital. There was no information about the medical intervention or treatment provided at the hospital. There was no information about the discharge date. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a pairing failure. No additional patient or event information is available.